Event description:
It was reported that following lv (left ventricular) lead implantation, there was significant backbleeding at the access site. Of note, the patient's inr (international normalized ratio) was 2.4 prior to the procedure. Two pursestring sutures were made and artiss powder was used, and the lead remains in use. The lead was noted to be part of the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead implanted: (B)(6) 2014; 407652 lead implanted: (B)(6) 2014. (B)(4)